Event description:
Received additional information that the heart failure began on (B)(6) 2013. The patient's date of death remains (B)(6) 2013.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dyspnea, swelling, and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a de novo, moderately calcified, moderately tortuous, proximal circumflex artery and approximately two years later, in 2013, while the patient was on vacation, he experienced difficulty breathing (dyspnea) and lower limb edema. On (B)(6) 2013, he was taken to the hospital and diagnosed with heart failure. The patient was put on a respirator and medication was given. The symptoms exacerbated and the patient progressed to multi-organ failure. The patient expired from multi-organ failure on (B)(6) 2013. This was listed as not related to the procedure, but unknown if related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4).